Manufacturer narrative:
The devices involved in the complaint were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found no anomalies and deviations potentially related to the event occurred during manufacturing. This is the final report.

Event description:
A report was received that the patient precision system was explanted due to the pain at the pocket site. The patient was getting stimulation but it was not helping her pain. The patient is reportedly doing well following the procedure.